Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. The customer has not been able to provide zoll medical with the serial number of the e series device.

Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.